Manufacturer narrative:
(B)(4).

Event description:
Inappropriate shocks were delivered, reportedly due to t wave oversensing. On (B)(6) 2016, rv lead repositioning was performed. This reportedly solved the issue. Preliminary analysis confirmed the delivery of inappropriate shocks as a result of double counting of ventricular events.

Event description:
Inappropriate shocks were delivered, reportedly due to t wave oversensing. On (B)(6) 2016, rv lead repositioning was performed. This reportedly solved the issue. Preliminary analysis confirmed the delivery of inappropriate shocks as a result of double counting of ventricular events.

Manufacturer narrative:
(B)(4).

Event description:
Inappropriate shocks were delivered, reportedly due to t wave oversensing. On (B)(6) 2016, rv lead repositioning was performed. This reportedly solved the issue. Preliminary analysis confirmed the delivery of inappropriate shocks as a result of double counting of ventricular events.